Manufacturer narrative:
After contacting the facility, arjo was informed that the concerto side support unlocked and the patient fell from the device. Initially, no injuries were reported as a consequence. However, after receiving additional information from the facility, it was indicated that the patient had suffered bruising as a result of the fall. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo was notified by health canada of an incident related to the concerto shower trolley. It was indicated that a patient fell from the device as the lock failed. Initially, no injuries were reported. After contacting the facility, it was indicated that the concerto's side support had unlocked, and the patient had fallen off the device, suffering bruises. Concerto/basic shower trolley is intended for bathing and showering in hospitals or care facilities residents under the supervision of trained skilled nursing staff. The device is equipped with two side supports located on each side. In order to release it from the up position the two catches need to be pressed at the same time. When raising the side support, the two catches shall be snapped into place. The concerto/basic must be used by appropriately trained caregivers with adequate knowledge of the care environment its common practices, procedures and guidelines in the instruction for use (IFU;04.ba.05_19). The IFU guides through using the side support: "when raising the side support, make sure the two catches snap into place." "Warning: to avoid patient falling out of the device, make sure that all side supports are in a locked position." During the device inspection, it was not possible to recreate the alleged scenario. The device functioned as intended. The side support locking mechanism locked and unlocked correctly. Therefore, it seems that the side support was not locked and not checked to be in locked position during use. In conclusion, the device was used for a patient handling at the time of event, and in that way contributed to the event. No device malfunction was detected upon the evaluation performed, therefore the device met all manufacturer¿s technical specifications. However, as per the customer¿s allegation the side support unlocked, so the device did not perform as intended. The complaint decided to be reportable due to the patient's fall resulting in a minor injury.

Event description:
Arjo was notified by health canada of an incident related to the concerto shower trolley. It was indicated that a patient fell from the device as the lock failed. No injuries were reported. The device was inspected by an arjo service technician. The inspection revealed that the concerto locking mechanism can be locked and unlocked correctly. No malfunction was found. There was not possible to confirm the customer allegation. The arjo service technician cleaned and lubricated the locking mechanism and pivot mechanism.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.